Event description:
Covidien received info that ventilator alarmed and displayed a "device alert." The customer reported the device continue to ventilate the pt, however, they were unable to interact with the screen as it was non-functional. The pt was not harmed or injured as a result of the event. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).